Event description:
It was reported that the physician inserted the thoracentesis catheter into the pt's back. Upon aspiration via vacuum tubing, they reported "gurgling" from the blue rubber seal. As a result, a second kit was opened. There was no delay in treatment, no pt death and no pt complications reported. Reference MDR # 1036844-2010-00331 for the second event involving the same pt.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.